Manufacturer narrative:
Not avail..

Event description:
This spontaneous report (2024-cdw-01453,(B)(6) from the united states of america was reported by a female consumer (age unspecified) who experienced the spinbrush pro clean soft was so aggressive that it broke and shattered the side of her tooth while using. On an unspecified date, the consumer initiated spinbrush pro clean soft via the dental route. While using the brush, she experienced it was so aggressive that it was hitting against the back teeth, and it broke and shattered the side of her tooth. No additional information was available. The action taken with spinbrush pro clean soft was unknown. The outcome of the event it broke and shattered the side of the tooth was unknown. The outcome of the event so aggressive was not applicable.